Event description:
It was reported that the 9600 system would intermittently shut down and not restart. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call.